Event description:
It is alleged that during a case, a black plastic piece of the cadiere forceps fell off into the pt. Once the piece fell off, the instrument got stuck at a 45 degree angle and could not be removed from the trocar. In order to get the instrument out, the cannula had to be removed with the instrument still attached to the sterile adapter. It was reported that the case was completed with no harm to the pt.